Manufacturer narrative:
The incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of up to 300 mg/dl in 2009. She stated that in the same month, an e6 (mechanical) error was displayed on the infusion device at 4:45am and she performed the change cartridge procedure to clear the error. She stated the infusion device made an abnormal noise during piston rod retraction. The following month, her blood glucose was elevated to 193 mg/dl and she bolused 2.5 units of insulin through the infusion device. Her normal blood glucose level is 120-130 mg/dl. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.